Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that ifosfamide was infusing from 3:26 pm to 7:48 pm on (B)(6) 2021 at 370ml/hr with volume to be infused (vtbi) 1,480ml via pump module s/n (B)(4). When infusion was completed, there was still 130.43ml remaining in the bag. The remainder of the fluid in the bag was given at the prescribed rate and the patient did fine. The device was tested ten times in the biomed shop at prescribed rate/dose and yielded 6.7% accuracy. It was also reported that mesna was infusing from 7:55 pm to 11:22 pm on (B)(6) 2021 at 370ml/hr with volume to be infused (vtbi) 1,110ml via pump module s/n (B)(4). When infusion was completed, there was still 163.33ml remaining in the bag. The remainder of the fluid in the bag was given at the prescribed rate and the patient did fine. The device was tested ten times in the biomed shop at prescribed rate/dose and yielded 0.7% accuracy. There was patient involvement and there was no patient harm.

Event description:
It was reported that ifosfamide was infusing from 3:26 pm to 7:48 pm on (B)(6)2021 at 370ml/hr with volume to be infused (vtbi) 1,480ml via pump module s/n (B)(6). When infusion was completed, there was still 130.43ml remaining in the bag. The remainder of the fluid in the bag was given at the prescribed rate and the patient did fine. The device was tested ten times in the biomed shop at prescribed rate/dose and yielded 6.7% accuracy. It was also reported that mesna was infusing from 7:55 pm to 11:22 pm on (B)(6)2021 at 370ml/hr with volume to be infused (vtbi) 1,110ml via pump module s/n (B)(6). When infusion was completed, there was still 163.33ml remaining in the bag. The remainder of the fluid in the bag was given at the prescribed rate and the patient did fine. The device was tested ten times in the biomed shop at prescribed rate/dose and yielded 0.7% accuracy. There was patient involvement and there was no patient harm.

Manufacturer narrative:
Omit: a1407 - insufficient flow or under infusion (2182),b21 - type of investigation not yet determined,c21 - results pending completion of investigation,d16 - conclusion not yet available additional information: device eval by manufacturer? Reason code for no evaluation. If other specify. Imdrf a,g,b,c,d codes & manufaturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd .